Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med app did not auto launch. A technical support specialist reinstalled the remote smart service and enabled credential manager to resolve the issue. Tss confirmed that the med app launched after the station reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station did not start and stuck on the care fusion boot up screen. The customer reported that a malfunction took place while preparing for a procedure. However, there were no adverse events or injuries reported based on this event.